Event description:
It was reported that there was an over infusion of heparin to a patient admitted with upper back pain, who "coded" following admission and was admitted to ICU with posterior segment elevation myocardial infarction. The heparin (heparin 25,000 units/500ml) was intended to infuse at a rate of 16ml/hour (800 units/hour), however the medication bag was found to be empty unexpectedly quickly. The heparin infusion was started at 0401, and the entire 500ml bag was noted to be empty at 0520. The patient's partial thromboplastin time was 25.3 seconds on the initial blood draw at 0120, then jumped to >169 seconds following the over infusion. The patient did not receive the antidote because their blood pressure was too low, according to the intensivist. The patient expired later that morning. The clinician indicated the cause of death was multifactorial. The clinician indicated the patient had a large posterior segment elevation myocardial infarction, "coded", achieved return of spontaneous circulation, and was on multiple vasopressors. A report was received from health canada's canada vigilance program which states, "the pump was programed for 800uts/hr. And should have infused at 16ml/hr. But the patient received an entire bag of heparin in approximately 1 hour. The consequences of that were an extremely high ptt. The patient was not able to receive the antidote due to clinical condition (low bp) as decided by ICU. The patient passed but the cause of this was multifactorial".

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of heparin to a patient admitted with upper back pain, who "coded" following admission and was admitted to ICU with posterior segment elevation myocardial infarction. The heparin (heparin 25,000 units/500ml) was intended to infuse at a rate of 16ml/hour (800 units/hour), however the medication bag was found to be empty unexpectedly quickly. The heparin infusion was started at 0401, and the entire 500ml bag was noted to be empty at 0520. The patient's partial thromboplastin time was 25.3 seconds on the initial blood draw at 0120, then jumped to >169 seconds following the over infusion. The patient did not receive the antidote because their blood pressure was too low, according to the intensivist. The patient expired later that morning. The clinician indicated the cause of death was multifactorial. The clinician indicated the patient had a large posterior segment elevation myocardial infarction, "coded", achieved return of spontaneous circulation, and was on multiple vasopressors. A report was received from health canada's canada vigilance program which states, "the pump was programed for 800uts/hr. And should have infused at 16ml/hr. But the patient received an entire bag of heparin in approximately 1 hour. The consequences of that were an extremely high ptt. The patient was not able to receive the antidote due to clinical condition (low bp) as decided by ICU. The patient passed but the cause of this was multifactorial."

Manufacturer narrative:
Additional information: other relevant history, device eval by manufacturer?, imdrf annex b code, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over-infusion of heparin was confirmed through log analysis and attributed to a user programming error, which revealed a discrepancy between the reported heparin concentration of 25000u/500 ml and the entered concentration of 800 u/500 ml. The concentration entry error resulted in a pump calculated rate of 500 ml/h when a dose of 800 u/h was entered. The report indicated the desired rate was 16 ml/hour. The event log review could not confirm the report that on the date (B)(6) 2024 at the time of 0401 an infusion heparin was started and at the time of 0520 the heparin bag was found empty. The inspection and testing process did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. The sear was also found to be properly closing the administration set safety clamp when the door was opened. After unregulated flow testing, the suspect pump module was programmed to perform a one-hour system level rate accuracy test at the incident infusion rate of 16ml/hr and test results measured the actual rate at 15.43ml/hr (-3.55% error) indicating the device is within specification after rate calibration having no incidents of unregulated flow occurring during the testing. No errors were observed on both pcu and suspect pump module on the reported date of the event. Review of the suspect pump module error log showed no malfunctions relevant to the facility¿s complaint. On the date (B)(6) 2024 at the time of 2:25 am, the clinician was recorded to select heparin (acs) (drugid=251) from guardrail drugs. The heparin selection was a custom concentration with the clinician entering a drug amount of 800 units and a diluent volume 500 ml. The intended concentration had been 25000u/500 ml. The entry error resulted in a soft guardrail concentration alert which the user accepted and continued programming the infusion. The dose was entered correctly at 800 u/hr but because of the concentration error the infusion rate calculated to 500 ml/h instead of the intended 16 ml/h. The infusion started at 2:27 am but was paused a short time later by the clinician with a primary volume infused of 4.171 ml. At 2:31 am the suspect was programed to continue the infusion with a volume to be infused of 495.004ml. The infusion finished at 3:33 am with a reported primary volume infused of 511.403ml ml after infusing for 61 minutes. The administration set was requested but was not returned; therefore, it could not be inspected or tested. Root cause: the root cause for the report of over infusion of heparin was able to be identified from the log analysis and is being attributed to user programming error. The suspect pump module was found to be infusing within specification, and the sear was found to be properly closing the safety clamp when the administration set is removed.